Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, a follow-up transthoracic echocardiogram (tte) was performed when it was identified that the implanted mitraclip had a single leaflet detachment (slda) from the anterior leaflet. There was no notification of additional treatment provided.